Manufacturer narrative:
It was reported that a patient underwent a bladder resection and the catheter was placed after the procedure. The following morning the facility noticed that no urine was flowing from the catheter and when the surgeon attempted to remove the catheter the retention balloon would not deflate. There were no difficulties reported when the catheter was originally inserted, the retention balloon was not pre-inflated. The surgeon inserted a wire into the inflation port, drained the balloon and placed a new catheter with no further incident. The sample was not returned for evaluation. A root cause cannot be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported a foley catheter retention balloon would not deflate.